Event description:
The reason for call was patient mentioned their implant is not charging anymore. Patient mentioned that this started a few weeks ago. Patient mentioned the mdt rep, advised them to call and get the unit replaced. They have been discussing the issue for a few weeks now. Patient did not have their equipment with them at the time of the call. .

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they have their equipment and met with the rep who recommended pt replaces controller and recharger because they are having a hard time charging implant. Agent asked, pt denied damage on recharger. Agent helped pt go through passive recharge mode, pt was able to charge at excellent. Agent reviewed with pt he can turn stim on once implant is over 30%.